Event description:
Customer reported that the 840 ventilator stopped cycling. It is not clear if there was any patient involvement. Multiple attempts have been made to try to obtain further information but no response from the customer. Covidien inspected the device and replaced the breath delivery unit (bdu) pcb. The ventilator passed all testing.